Manufacturer narrative:
The customer's snap insulin pump was properly programmed for basal delivery using the "basal a' pump setting. However, the customer inadvertently managed to select and run the "basal b" setting that was not programmed and thereby did not deliver any basal insulin for 7 days, resulting in hyperglycemia.

Event description:
An asante clinical manager contacted the customer, who reported that her asante snap insulin pump stopped (but not showed in alarm history). She stated that her blood glucose (bg) was over 400 mg/dl and had been high for the last several days and unable to bring it down. Earlier on (B)(6) at 7:27 am, the customer reports a blocked set alarm (this alarm is in the alarm history). Customer massaged the cannula site and no further alarm occurred. Customer is also wearing a dexcom bg monitor. A second asante representative reported that the customer was experiencing dka-like symptoms, but did not go the hospital and was not diagnosed with dka. She had a high urine ketones with nausea and vomiting. She states that glucose is 273 mg/dl this morning and the nausea and vomiting has subsided. Customer was advised by the asante representative to increase fluids to clear ketone bodies, re-hydrate, and run a temporary basal of 113 percent for 2 hours to help lower blood glucose levels. Asante checked on her approximately every 2 hours until she was stable.